Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2010 due to erosion, and urinary retention. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and elevate and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent removal of infected remix device & removal of interstim pulse generator & interstim lead due to vaginal pain, urinary urgency and frequency, abdominal/pelvic pain, back pain buttock pain and dyspareunia on (B)(6) 2012. No additional information was provided.